Manufacturer narrative:
Unit received with constant insulin flow blocked alarm due to out of spec force sensor zero offset (mv). Unable to perform displacement test due to insulin flow blocked alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm during basal, followed by insulin flow block alarm during fill tubing. Customer stated insulin exited in tubing with manual plunger push. Customer was advised to rewind pump, reinsert reservoir into insulin pump and run load reservoir and again it alarmed insulin flow blocked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.